Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited low r-wave amplitudes and a failure to capture. Upon explant procedure, it was observed that the rv lead exhibited insulation damage. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture, r-wave amplitude variation, and insulation anomaly were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection on the lead did not find any anomalies except for procedural damage.